Event description:
Received information stating patient has high bg's of over 400 mg/dl and is not responding to boluses.

Manufacturer narrative:
No product has been returned for evaluation. Should new information become available, a follow up mrd will be submitted.